Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a severe hypoglycemia during the past year and was hospitalized. No further details on the hospitalization was given. The customer stated that they were using 20 units of insulin a day now and had been okay for 3 months. They had no current issues to troubleshoot. The customer¿s current blood glucose was 129 mg/dl. The device will not be returned for analysis.